Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. Lvad parameters were reported as stable and no alarms were noted. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed a slight increase in pump power over time. Additional information was requested but none had been provided.

Manufacturer narrative:
No product was returned for evaluation. Analysis of the submitted log file that was provided by the account confirmed one transient power elevation on (B)(6) 2017; however, a direct cause for this event could not conclusively be established through this evaluation. Additionally, a direct correlation between the device and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established. The log file captured one transient power elevation on (B)(6) 2015 at 16:13:52. Power was recorded at 8.4 w and estimated flow was recorded at 11.0 lpm for this event. No other notable trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the log file, no atypical alarms were captured, and the system appeared to be operating as intended. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.